Event description:
The manufacturer received information alleging a ventilator was having a battery issues. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery needs to be replaced to address the issue.